Event description:
Severe burn on finger; I was using my new medela freestyle flex double breast pump and when I went to unplug the usb cord from the pump, I burned my finger. After looking at it closely, I saw that the usb connector and the pump were badly melted and were very hot. I went online to look at product reviews and also to see if there have been other filings with the FDA and see that there are quite a few customers who have experienced a similar melting. What is medela doing about this? I am afraid to think what might have happened if my baby grabbed the pump instead of me. This is unacceptable that medela is aware of this situation but appear to be doing nothing about it. I don't see anything to suggest that they have initiated a recall. FDA safety report ID# (B)(4).